Event description:
The customer reported that the fluoroscopy was not working.

Manufacturer narrative:
(B)(4). The field service engineer (fse) trobueshot the system and found a problem with a defective footswitch cable. He replaced the footswitch cable, this solved the problem.